Event description:
Notification of this event was provided by a galderma representative to the galderma medical information call center on (B)(6) 2015 via an email dated (B)(6) 2015. According to the source document: patient complaining of redness that expanded beyond injected lip area, said it felt like it ws burning, burning has subsided, still tender inside of the mouth and sore, red and raw. Also patient has reported greater swelling with this product compared to restylane." Addendum 1 ((B)(6) 2015 eju): on (B)(6) 2015, the reporter, a physician called back and provided additional information. On (B)(6) 2015, (B)(6) female patient with history of cold sore, for which she is on valtrex, and low blood pressure. She received restylane silk 1 ml mk 10201115 on the lips for an aesthetic use. The physician used the linear antegrade method of injection for restylane silk; however, had used the linear retrograde method for other fillers. Immediate after the injection, the patient developed redness on the left cheek,which resolved without medical intervention in about two hours on the same day. On (B)(6) 2015, the patient developed dramatic swelling with a reticular rash from the left lip corner to the left nose and on the left cheek, which resembled a vasculitis type of rash. The patient also developed skin sloughing of submucosa of the left side of the mouth. The patient was started on medrol dose pack and claritin and saw slight improvement in swelling, but the rash stayed. Later at night on (B)(6) 2015, the patient was referred by the physician to an emergency room to rule out any vessel occlusion. At the emergency room, the patient was evaluated and was found not to have any occlusion. The patient was treated with nitrospan and was discharged on the same night. On (B)(6) 2015, the patient was seen by the physician, and the swelling and the rash were still persistent. The patient received hyaluronidase on the upper lip and left cheek, warm compress and nitropaste. The patient started seeing some improvement in the swelling and the rash. On (B)(6) 2015, the event continued to be improved, but still present. The patient previously received five sessions with fillers on the lips, and the last session was in (B)(6) 2014 when the patient received restylane and developed self-limiting swelling and soreness (see previous report (B)(4)). The physician suspected the event to be due to a reaction to restylane silk and/or impending occlusion. The physician had not reported the event to FDA. Also the galderma medical services call center received additional information via email from galderma. Please refer to the source document for more information. Medical information contacted the reporter by telephone on (B)(6) 2015 and left a message to call back to provide additional information for the reporting process. At this time, the reporter has not responded yet. Therefore, no additional information or details are available at the time of this report.

Manufacturer narrative:
(B)(4). Serious report: medical history of low blood pressure and cold sores. Concomitant medication: valtrex, had restylane filler before with swelling and soreness last in (B)(6) 2014. Tto: within minutes. Action: medrol pack, warm compresses, claritin, asa, emergency room visit and hyaluronidase 100 u. Consult with galderma physician. Outcome: event resolving. A causal relation between the event and the treatment seems possible. The reported event is considered as serious and the event is addressed in the labeling.